Event description:
It was reported that, during surgery, the metal plate of super multivac 50 wand came off, after 7 to 8 minutes of use. The metal plate was removed from the joint using a grasper. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient status is well.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.